Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique described as an issue with hygiene and condition of shower head. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. In 2009, the patient began peritoneal dialysis (pd) therapy with a total fill volume of 12l nightly with a 2l midday manual exchange. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. Cause of peritonitis was related to the patient's hygiene and pink mold on the patient's showerhead. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was treated with gentamycin intraperitoneally (ip) (dosage and frequency unknown). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient presented at the clinic with ongoing abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was ordered to continue gentamycin 70mg ip and vancomycin 210mg ip daily antibiotic therapy for 2 more weeks. On (B)(6) 2012, the patient was re-evaluated at the clinic. Peritonitis was resolving as evidenced by improved abdominal pain and clear peritoneal effluent. The patient was counseled on hygiene and the family cleaned the bathroom and fixtures to remove the mold. The pdrn stated the peritonitis was not related to baxter pd solutions, devices or disposable parts.

Event description:
On (B)(6) 2012, a registered nurse (rn) contacted global technical services regarding an unrelated alarm. During the conversation, the rn reported the home patient (hp) was in the hospital. On (B)(6) 2012, global pharmacovigilance received the following additional information regarding the hospitalization from the peritoneal dialysis registered nurse (pdrn). In 2009, the patient began continuous cycling peritoneal dialysis (ccpd) therapy. On an unreported date, the patient had an issue with hygiene and condition of shower head. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (ip). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, ip antibiotic therapy was discontinued. Dianeal therapy was ongoing. On an unreported date, the patient was counseled on the issue with hygiene and condition of shower head. On an unreported date, the peritonitis had resolved. The peritonitis was related to the issue with hygiene and condition of shower head. The peritonitis had no association with peritoneal dialysis exchanges.